Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;

Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE NATIONAL JOINT REGISTRY (NJR) FROM THE UNITED KINGDOM, A TOTAL OF FIFTEEN THOUSAND THREE HUNDRED AND FIFTY-TWO (15,352) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 16-DEC-2004 AND 04-MAR-2025, USING AN CPCS STEM. FROM THESE, THREE HUNDRED FOUR (304) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: ELEVEN (11) HIPS DUE TO UNEXPLAINED PAIN, SIXTY-THREE (63) HIPS DUE TO DISLOCATION/SUBLUXATION, ELEVEN (11) HIPS DUE TO ADVERSE SOFT TISSUE REACTION, FORTY-FIVE (45) HIPS DUE TO INFECTION, TWENTY-FIVE (25) HIPS DUE TO ASEPTIC LOOSENING OF THE STEM, EIGHTY-TWO (82) HIPS DUE TO ASEPTIC LOOSENING OF THE CUP, SEVENTY-SIX (76) HIPS DUE TO PERIPROSTHETIC FRACTURE ASSOCIATED WITH THE STEM, FIVE (5) HIPS DUE TO PERIPROSTHETIC FRACTURE ASSOCIATED WITH THE CUP, FOUR (4) HIPS DUE TO MALALIGNMENT OF THE STEM, SEVENTEEN (17) HIPS DUE TO MALALIGNMENT OF THE SOCKET, THIRTY-THREE (33) HIPS DUE TO WEAR OF ACETABULAR COMPONENT, FIFTEEN (15) HIPS DUE TO LYSIS ASSOCIATED WITH THE STEM, THIRTY-TWO (32) HIPS DUE TO LYSIS ASSOCIATED WITH THE CUP, TWO (2) HIPS DUE TO IMPLANT FRACTURE ASSOCIATED WITH THE CUP, ONE (1) HIP DUE TO IMPLANT FRACTURE ASSOCIATED WITH THE HEAD, TWO (2) HIPS DUE TO DISSOCIATION OF LINER AND TWENTY-ONE (21) HIPS DUE TO OTHER-UNKNOWN REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 16-DEC-2004 AND 04-MAR-2025 IN THE UNITED KINGDOM. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE CPCS HIP STEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF FIFTEEN THOUSAND THREE HUNDRED AND FIFTY-TWO (15,352) PRIMARY THA PROCEDURES WITH CPCS FEMORAL STEMS HAVE BEEN PERFORMED IN THE UNITED KINGDOM BETWEEN 16-DEC-2004 AND 04-MAR-2025. THE MEAN CUMULATIVE REVISION RATES FOR THE CPCS FEMORAL STEMS WERE SIMILAR TO THE CLASS DURING THE FIRST 4 YEARS. FROM 5 YEARS ONWARD, THE MEAN ROSE ABOVE THE CLASS, APPEARING TO BE HIGHER BASED ON NON-OVERLAPPING 95% CONFIDENCE INTERVALS. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: O AT 1ST POSTOPERATIVE YEAR: 0.6% (0.5%-0.7%) VS 0.7% (0.7%-0.7%) OF THE CLASS. O AT 2ND POSTOPERATIVE YEAR: 0.9% (0.7%-1.0%) VS 0.9% (0.9%-0.9%) OF THE CLASS. O AT 3RD POSTOPERATIVE YEAR: 1.0% (0.9%-1.2%) VS 1.1% (1.1%-1.2%) OF THE CLASS. O AT 4TH POSTOPERATIVE YEAR: 1.3% (1.1%-1.5%) VS 1.3% (1.3%-1.4%) OF THE CLASS. O AT 5TH POSTOPERATIVE YEAR: 1.5% (1.3%-1.7%) VS 1.5% (1.5%-1.6%) OF THE CLASS. O AT 6TH POSTOPERATIVE YEAR: 1.8% (1.6%-2.1%) VS 1.7% (1.7%-1.8%) OF THE CLASS. O AT 7TH POSTOPERATIVE YEAR: 2.1% (1.8%-2.4%) VS 2.0% (1.9%-2.0%) OF THE CLASS. O AT 8TH POSTOPERATIVE YEAR: 2.6% (2.2%-3.0%) VS 2.2% (2.2%-2.2%) OF THE CLASS. O AT 9TH POSTOPERATIVE YEAR: 3.0% (2.6%-3.5%) VS 2.5% (2.4%-2.5%) OF THE CLASS. O AT 10TH POSTOPERATIVE YEAR: 3.5% (3.0%-4.1%) VS 2.7% (2.7%-2.8%) OF THE CLASS. O AT 11TH POSTOPERATIVE YEAR: 4.0% (3.4%-4.6%) VS 3.1% (3.0%-3.1%) OF THE CLASS. O AT 12TH POSTOPERATIVE YEAR: 5.3% (4.5%-6.1%) VS 3.5% (3.4%-3.5%) OF THE CLASS. O AT 13TH POSTOPERATIVE YEAR: 5.9% (5.1%-6.9%) VS 3.8% (3.8%-3.9%) OF THE CLASS. O AT 14TH POSTOPERATIVE YEAR: 6.9% (5.8%-8.0%) VS 4.2% (4.1%-4.3%) OF THE CLASS. O AT 15TH POSTOPERATIVE YEAR: 7.7% (6.5%-9.0%) VS 4.6% (4.6%-4.7%) OF THE CLASS. CPCS STEMS HAVE BEEN IMPLANTED PRIMARILY WITH POLYETHYLENE INSERTS (~93%), WITH CERAMIC INSERTS (~2.4%) BEING SECOND MOST. AMONG THE IMPLANT USAGE DATA, ~2.8% DID NOT REPORT INFORMATION ON THE TYPE OF INSERT UTILIZED, WHILE ~2.0% WERE OFF-LABEL USAGE FROM OTHER MANUFACTURERS. THIS FURTHER STRATIFICATION REVEALED THAT CPCS STEMS UTILIZED ON LABEL WITH SMITH & NEPHEW INSERTS OF CPE, XLPE AND CERAMIC MATERIAL ARE ALL PERFORMING IN LINE WITH THE CLASS, AS SHOWN BY CUMULATIVE REVISION RATES OVERLAPPING CONFIDENCE INTERVALS. ON THE CONTRARY, CPCS STEMS UTILIZED WITH SMITH & NEPHEW METAL-ON-METAL ARE PERFORMING BELOW THE CLASS FROM 3 YEARS ONWARDS. IT IS IMPORTANT TO NOTE THAT THE METAL-ON-METAL OPTION IS NO LONGER AVAILABLE FOR CPCS COCR STEMS. IN ADDITION, CPCS STEMS UTILIZED WITH INSERTS FROM MANUFACTURERS OTHER THAN SMITH+NEPHEW SHOWED CUMULATIVE REVISION RATES SIGNIFICANTLY HIGHER THAN THE CLASS, WITH NON-OVERLAPPING CONFIDENCE INTERVALS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
IT WAS REPORTED THAT, IN THE NATIONAL JOINT REGISTRY (NJR) FROM THE UNITED KINGDOM, A TOTAL OF FIFTEEN THOUSAND THREE HUNDRED AND FIFTY-TWO (15,352) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 16-DEC-2004 AND 04-MAR-2025, USING AN CPCS STEM. FROM THESE, THREE HUNDRED FOUR (304) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: ELEVEN (11) HIPS DUE TO UNEXPLAINED PAIN, SIXTY-THREE (63) HIPS DUE TO DISLOCATION/SUBLUXATION, ELEVEN (11) HIPS DUE TO ADVERSE SOFT TISSUE REACTION, FORTY-FIVE (45) HIPS DUE TO INFECTION, TWENTY-FIVE (25) HIPS DUE TO ASEPTIC LOOSENING OF THE STEM, EIGHTY-TWO (82) HIPS DUE TO ASEPTIC LOOSENING OF THE CUP, SEVENTY-SIX (76) HIPS DUE TO PERIPROSTHETIC FRACTURE ASSOCIATED WITH THE STEM, FIVE (5) HIPS DUE TO PERIPROSTHETIC FRACTURE ASSOCIATED WITH THE CUP, FOUR (4) HIPS DUE TO MALALIGNMENT OF THE STEM, SEVENTEEN (17) HIPS DUE TO MALALIGNMENT OF THE SOCKET, THIRTY-THREE (33) HIPS DUE TO WEAR OF ACETABULAR COMPONENT, FIFTEEN (15) HIPS DUE TO LYSIS ASSOCIATED WITH THE STEM, THIRTY-TWO (32) HIPS DUE TO LYSIS ASSOCIATED WITH THE CUP, TWO (2) HIPS DUE TO IMPLANT FRACTURE ASSOCIATED WITH THE CUP, ONE (1) HIP DUE TO IMPLANT FRACTURE ASSOCIATED WITH THE HEAD, TWO (2) HIPS DUE TO DISSOCIATION OF LINER AND TWENTY-ONE (21) HIPS DUE TO OTHER-UNKNOWN REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 16-DEC-2004 AND 04-MAR-2025 IN THE UNITED KINGDOM.

Manufacturer narrative:
THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER RWD2300584, COMMUNICATED ON JULY 1, 2025. AS A RESULT, THE DATA PREVIOUSLY REPORTED THROUGH MDR 1020279-2025-00948 IS NO LONGER VALID AS IT WILL BE MIGRATED AND SUBMITTED UNDER MDR 1020279-2025-00946 BY THE END OF THE THIRD REPORTING QUARTER, AS AGREED WITH THE FDA.